Event description:
It was reported that the health care professional (hcp) had called in stating that the electrogram (egm) showed a marked change in amplitude, however it was ventricular pacing and suspected loss of capture. The hcp stated that this pacemaker was performing some kind of auto threshold. Technical services (ts) reviewed the data and stated that there was variation in the amplitude of the right ventricular (rv) lead and no evidence of noise, however there were some episodes of undersensing on right atrial (ra) channel seen back in 2021. Ts recommended to have the patient seen in clinic for further evaluation and for troubleshooting. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section e1 initial reporter first name and last name. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the health care professional (hcp) had called in stating that the electrogram (egm) showed a marked change in amplitude, however it was ventricular pacing and suspected loss of capture. The hcp stated that this pacemaker was performing some kind of auto threshold. Technical services (ts) reviewed the data and stated that there was variation in the amplitude of the right ventricular (rv) lead and no evidence of noise, however there were some episodes of undersensing on right atrial (ra) channel seen back in 2021. Ts recommended to have the patient seen in clinic for further evaluation and for troubleshooting. This device currently remains in service. No adverse patient effects were reported.